Event description:
Child underwent a diagnostic cardiac catheterization using catheter, which was inserted into sheath over an 0.035" guidewire. Pressure measurement performed without any problem. Angiography in descending aorta done using the catheter, 10cc at 12/sec, 1050 psi. After angiogram, catheter was being removed when resistance felt at sheath. Fluoroscopy performed which revealed presence of small knot at distal tip of catheter. Reinsertion of guidewire & pulling catheter and wire into sheath were unsuccessful. It was discovered that approx 2 cm of distal tip of catheter had separated and remained in child's iliac artery. After unsuccessfully attempting to remove tip, surgical exploration of right external iliac artery via laparotomy was required to remove tip.